Event description:
Renal biopsy performed of left kidney. Biopince ultra full core biopsy instrument, when deployed, would not smoothly access core biopsy sample. Multiple attempts were made and a new biopince ultra was opened. The same difficulty was experienced with the second device resulting in bleeding and hematoma formation that required an intervention. No blood transfusion required. Reference report: mw5118111.